Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated "having spasms in the stomach area" and questioned if it could be related to the pacemaker. The patient's device was checked at the clinic and remains in use. No patient complications were reported as a result of this event.